Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patient had poor communication and the last time the patient successfully charged their device was one to three months ago. Redirected to health care professional (hcp) to address possible overdischarge. The patient indicated that the current implant was put in the wrong spot that it is way up on the ribs, giving them a lot of problems because it is pushing on the ribs. The patient stated it was inconvenient and hard to reach and connect to the implant or recharge. The patient was having shoulder surgery, which is unrelated to the device which prevented him from recharging, particularly because he should not be reaching around. No further patient symptoms or complications were reported in this event. Patient also mentioned having 17 surgeries over the last 15 years and is a mess.